Event description:
It was reported to boston scientific corporation that an endostat ii foot switch was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, electrosurgical system output was intermittent; therefore, the procedure was completed with a different endostat ii electrosurgical unit and foot switch. Following this event, although unsure whether the console or the foot switch had caused the intermittent output, the staff opted to replace only the foot switch to see if this resolved the issue. Following receipt and implementation of the new foot switch, there have been no further issues with the console and it has been used successfully in procedures. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufactured date is unknown. (B)(4) for the reported event: intermittent output caused by foot switch. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.